Manufacturer narrative:
(B)(4). A 510(k) number will not be provided as the product code is unknown. This report was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was due to air being sucked into the disposable because the patient line inadvertently separated from transfer set. The care giver (cg) noticed that the patient line had become unscrewed from the transfer set. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A caregiver (cg) reported to baxter after hours a system error (se) 2240 alarm (air in set) that occurred on a homechoice machine during dwell 6 of 7. The patient was not connected at the time of the alarm. The cg stated at the time of the call, the patient had already disconnected and cycled power twice to clear alarms. The cg further stated that he/she noticed that the patient line had become unscrewed from the transfer set. The technical service representative (tsr) explained the se 2240 indicates air entered the set up. The cg ended therapy and confirmed to inform the nurse of the incident. No clinical consequences or medical intervention for the patient was reported.